Event description:
A traxis vue implants from the defective lot may have been implanted during 2 separate surgeries, (MDR#16493842005-00072 and 1649384-2005-00073). Complete info regarding the two cases was not available at the time the mdrs were reported and actual implantation could not be confirmed. On 2/10/2006, the x-rays and operating room documentation was received. This documentation revealed that a total of 3 pts were implanted with the traxis vue peek implant, lot number 2010292. One implant was used per pt from this lot.